Event description:
It was reported that the patient¿s healthcare provider (hcp) reported that the morphine was leaking from the pump. Morphine was detected (B)(6) 2014 due to a urine test the patient had to take for other medications. The patient took oral oxycontin, norco, provigil, colace, zanaflex, lidoderm, actigall, and lyrica. One of the tests detected there was morphine in the patient¿s body. The pump was stopped several years prior to the report but the drug was not removed from the pump. The patient experienced no symptoms other than lethargy. The cause of the event was a pump leak. The cause of the pump leak was unknown. The patient tried to have the pump removed but he could not find a physician to remove it. The physician who implanted the pump was no longer on staff at the hospital. Patient outcome was not recovered and symptoms/issues were ongoing. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# n132966017, implanted: (B)(6) 2008, product type: catheter. (B)(4).